Manufacturer narrative:
The customer called technical support to report that the device was not entering diagnostic mode, and the accept button was not functioning. The customer also stated that the device appeared to be operational except for the check mark accept button. The remote service engineer (rse) provided the customer with the part number and price of the switch printed circuit board assembly (pcba) and advised the customer to reference the latest version of the service manual for the repair. The customer ordered and installed the replacement switch pcba. Although it is unknown if the device has been placed back in service, the replacement switch pcba should resolve the issue based on the service manual. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not entering diagnostic mode, and the accept button was not functioning. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was removed from service; the patient was moved to another device for procedure, but there was no impact to the patient. The customer called technical support to report that the device was not entering diagnostic mode, and the accept button was not functioning. The customer also stated that the device appeared to be operational except for the check mark accept button. The remote service engineer (rse) provided the customer with the part number and price of the switch printed circuit board assembly (pcba) and advised the customer to reference the latest version of the service manual for the repair. The investigation is ongoing.